Event description:
The customer called to troubleshoot to make sure the insulin pump was working properly. The customer stated that he saw the number 590 when he was attempting to program a fixed prime. Had the customer check his blood glucose, and he was at 50 mg/dl. Had the customer drink juice, but his blood glucose levels remained in the low (B)(6). The paramedics were called for assistance, and they arrived at the customer's home. The customer's blood glucose was 65 mg/dl when they arrived. The customer later called for troubleshooting. The insulin pump was programmed correctly. Priming technique is correct. The reservoir volume was accurate. The insulin pump was not exposed to high magnetic fields. Advised the customer that the insulin pump was working as designed. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.